Manufacturer narrative:
(B)(4)- vascular system (circulation), impaired. No known device problem. Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
The following information comes from "the japanese journal of vascular surgery" 2015 vol.24, no.3. Page 355: an angio-seal sts plus was deployed in a right common femoral artery (rt-cfa) following a coil embolization of basilar artery aneurysm in (B)(6) 2014. After discharge from the hospital, the patient presented with symptoms of intermittent claudication in right lower extremity. On (B)(6) 2014, the patient underwent a vascular ultrasound, and a CT angiogram on (B)(6) 2014, which revealed a rt-cfa with 75% stenosis. The patient was hospitalized. On (B)(6) 2014, thromboendarterectomy was performed for treatment of the rt-cfa stenosis. During surgery, intimal thickening, a foreign-body granuloma on the anterior surface, and a tissue associated with change in arteriosclerosis on the posterior surfaces were confirmed. A foreign substance that may have been the anchor was found in the thickening on the posterior surface. The identity of the foreign substance could not be confirmed by pathology. It was also unable to be ruled out that part of the collagen may have been deployed in the vessel, leading to vascular narrowing. The patient recovered without sequelae.